Manufacturer narrative:
Technician found that the head of bed was not going up due to a worn seal on valve. Replaced valve guide tube for head of bed to resolve this issue. Bed located in work area.

Event description:
Information received that the head of bed was not working. No injury reported.